Event description:
Complainant alleged that during a routine shift check by a clinician, arcing had occurred on the paddle assembly when discharging 100 joules. Complainant indicated that there was no patient involvement in the reported malfunction.